Event description:
Information received indicates the hi/low and trendelenburg functions are not working on this bed.

Manufacturer narrative:
The technician found that one of the wires for the hook latch cable was pulled out of its connector. He reseated the wire to repair the bed.